Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed "contact local dexcom partner - error hwbbt". No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon display occurred. The product was evaluated. The device was visually inspected and it passed. The receiver failed to charge and reboot due to the receiver failing to turn on. Receiver log download and functional testing could not be performed due to the receiver not turning on. The receiver case was opened and the internal visual inspection failed due to moisture damage. Battery measurements were taken and it failed due to no voltage. The battery was replaced with a known good battery. The log was downloaded and reviewed finding hardware errors. The allegation was confirmed. The root cause was determined to be moisture damage. No injury or medical intervention was reported.